Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse was able to reproduce the reported issue and replaced the universal surgical manipulator (usm) to correct the reported problem. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis and is in progress. Isi has received the replaced usm arm; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that during a da vinci-assisted umbilical hernia tapp surgical procedure, an instrument engagement failure on one of the universal surgical manipulator (usm) was experienced. The procedure was completed using the remaining 3 usm arms with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the universal surgical manipulator (usm) and performed the failure analysis. During failure analysis, the usm was tested on an in-house system in normal mode with error 22028.

Event description:
Refer to h10/h11 for follow-up information.